Manufacturer narrative:
The insulin pump was received with blank display due to battery tube not plugged in properly into the interface board connector. The device also had a cracked reservoir tube lip, scratched display window and missing end cap sticker noted during visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display on the insulin pump went blank. Blood glucose value was 125 mg/dl. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not exposed to moisture but was dropped or bumped recently. The device did not have signs of damage. He was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the display did not return. Customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and the customer agreed to return the product for analysis.